Manufacturer narrative:
Pump received with button error alarm and intermittent button response due to corroded keypad traces. Pump received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call to have received a button error alarm. Insulin pump was placed in an ice chest in a zip lock bag. Customer was not able to clear alarm due to button not responding. Customer was able to clear momentarily and the next day, customer received another button error alarm. Customer's blood glucose was 212 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.